Event description:
It was reported that a large volume intermate leaked. This occurred either during or after filling and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(7). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.